Event description:
While treating a pt with the infant flow system, the operator reported the audible alarm was not functioning, only the visual alarms indicator functioned. The pt was placed on another type of CPAP without compromise.